Manufacturer narrative:
Pump was received with button error alarm and no button response due to corroded keypad traces. There was no moisture damage on electronics and motor noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons are not responsive. Customer does not recall any significant events leading to the error except that the pump may have been splashed with water. Troubleshooting was done for button error. Customer's blood glucose was 135 -199 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.